Manufacturer narrative:
On sept 20, 2019, the suspect medical device was updated from list 06c37-37 lot 01791be00, to list 06c37-77 lot 01791be01. The product evaluation is in still in process. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
On june 29, 2019 additional patient information was provided: male, age 43, admitted for nausea and vomiting. The initial diagnosis was erosive gastritis and chronic cholecystitis, right hepatic lobe tumor, angioma. The specimen had a negative hcv-rna result, and the instruments and reagent used were both from daan gene the customer contacted 3rd peoples hospital of xining for hepatitis c antibodies on a roche platform. The result was 12.3cui, which was positive. H3 other text : an evaluation is still in process.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, architect anti-hcv, list 6c37, that has a similar product distributed in the us, anti-hcv, list number 1l79.

Event description:
The customer observed a (B)(6) anti-hcv result on the architect i2000sr analyzer. The following data was provided: (B)(6). The patient was found (B)(6) on elisa and two other methods. There was no impact to patient management reported.